Event description:
Surgery date was 2008. During surgery, one of the four prongs that engages the implant broke off during insertion. The broken prong was removed from the wound and disposed of by the hosp. No report of pt injury.

Manufacturer narrative:
Eval - no device history record discrepancies. Instrument was mfg to all applicable specs and requirements. A follow up report will sent when the pt info is provided.